Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
The trial patient reported pain, uncomfortable stimulation/overstimulation. The stimulation sensation was described as jolting. He had experienced a jolt and pain in buttock when turning stimulation up on 8/31/15. Patient also inquired if starting at 1 volt and being at 8 volt was ok. Additional information received from the healthcare provider reported that the patient had an external pne (peripheral nerve evaluation) test stimulator and his lead most likely moved.